Event description:
There are several otc supposed hearing aids which are in actuality just amplifiers. There is no way to set them to the specific users frequencies where they have hearing loss. They should not be allowed to sell them as hearing aids.